Event description:
It was reported that the local area representative reached out to technical services (ts) to review this patient's stored ventricular episode. Upon review, it was identified that this implantable cardioverter-defibrillator (ICD) exhibited loss of capture and pacing inhibition on the right atrial (ra) channel. Additionally, it was noted that there was undersensing on the ra and right ventricular (rv) channels, which led to the ICD delivering inappropriate anti-tachycardia pacing (atp) and an electric shock. Programming options were recommended. Currently, the ICD system remains in service and no adverse patient effects were reported.